Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 482 mg/dl. Customer reported that they contacted their health care professional regarding the high blood glucose event and she was not admitted to the hospital. Troubleshooting was performed. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. The reservoir was not returned for analysis.